Event description:
Customer reported that the insulin pump alarmed button error. Customer stated she was trying to enter the carbohydrates and the button did not respond when pressing. Blood glucose value is 105 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.